Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reported for the last couple of weeks it has been taking longer to charge their implanted ne urostimulator. Patient stated it took 4 hours to charge from 40% or 50% to full and added that the implant has been getting hot while charging. Patient confirmed they typically have an excellent connection. Patient added that the wireless recharger times out while searching for the implant and commented it never did this before. Agent had patient reset the wireless recharger and close all apps on the handset. Patient then connected through the recharger application with excellent connection and reported implant battery empty with therapy off. Patient confirmed charge speed set to 4. Agent reviewed recharger best practices including suggested accommodations for heat as well as average recharge times and advised patient to monitor and call back if issues persist, now that wr has been reset. Patient stated their implant battery is draining more throughout the day; for example, it used to be at 60% when they would go to charge and it is now at 40 or 50%. Patient denied making any changed to therapy during this time. Patient reported event date as the last couple of weeks.